Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose 400 mg/dl. Customer stated they had issue with the oval tapes that causes irritation and redness. Customer also stated that insulin pump had lost sensor alarm. The insulin pump will not return for analysis.